Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/31/25 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The exact event date was not reported. The user experienced a severe hypoglycemic event that required glucagon administration while in a clinic at oregon health science university. Following this event, the clinic removed the user from the ilet system due to another significant low. Several attempts have been made to contact the user for follow-up, but no response has been received.